Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that circular artifacts appeared on image data. A philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. The fse confirmed the issue and visually inspected the system. The fse determined that the compensator of the a-plane collimator was broken. The a-plane collimator was replaced and the prescribed calibration procedures were performed. Image quality was tested and the system was returned to the customer for clinical use. This issue has been determined not to be a reportable event.